Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinical study that this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting oversensing of both t-waves and noise at a rate of 130 bpm, which resulted in an inappropriate charge in absence of system shocking. One month later, the s-ICD illustrated t wave oversensing and noise again, which resulted in the delivery of an inappropriate shock. After the shock occurred, the rhythm was accelerated into a true ventricular tachycardia (vt). The s-ICD appropriately sensed the vf and delivered a second shock which successfully converted the vf. No adverse patient effects were reported. The sicd remains implanted and in service.